Manufacturer narrative:
Patient ID: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while tapping into the tapping into the lumbar spine, the tip bent. No delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while tapping into the tapping into the lumbar spine, the tip bent. No delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the returned probe was twisted. There was also several impact marks at the back end of the probe causing fit issues with the mating tracker. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while tapping into the tapping into the lumbar spine, the tip bent. No delay to the procedure. No impact on patient outcome.